Event description:
The customer reported at least two occurrences where the staple was jamming and would not staple.

Manufacturer narrative:
Investigation findings: the qfi report was reviewed to obtain the sales and similar complaint information. Deroyal has sold (B)(4) cases of the finished good from 2012 to 2014. There have been similar reports identified for issues in relation to the skin stapler. Scar2014-105kjg has been issued to (B)(4). Vendor was notified of the sample availability and pictures were provided on 02/28/2014. A follow-up was performed with the vendor on 03/06/2014 to alert them of the upcoming due date. The scar response was received initially on 03/07/2014. Within the response, the corrective actions identified were intentions and not actions that have been taken. The call status was changed to status 206 to await the update from the vendor. The vendor responded on 04/16/2014 to provide the updated information in reference to the actions taken. Refer to the ccr (B)(4) deroyal. Correction: a correction has not been taken. Root cause analysis: scar: we reviewed the defective sample photos, which were provided from the customer and from which seemed the forming of the staples was normal. However, the staples did not reject from the stapler timely, causing the stapler to not staple. We reviewed the device history records for the lot number 103503027 and found there was a rejection for the pushing plate at incoming due to the length of the notch, which was out of the lower limit and would cause for the staple to form with smaller width and jam. So it is high probability that the issue was cause by a defective pushing plate. Correction action and/or systemic correction action taken: scar: as now, the dimensions of the notch of the pushing plate was controlled by caliper and video measuring system, the inspection jig will be adopted to avoid measurement error. (Feng, completion date 04/04/2014). Preventive action: scar: a preventive action has not been taken. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides information which changes the content of this report.